Manufacturer narrative:
UDI: (B)(4).

Event description:
It was further reported that in (B)(6) 2015, stent thrombosis occurred.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-06144. (B)(4). It was reported that the patient died. In (B)(6) 2015, clinical assessment indicated that the patient's qualifying condition was stable angina. Index procedure was performed. The target lesion was located in the proximal left anterior descending(lad) to the distal lad with 75% stenosis and was 24mm long with a reference vessel diameter of 2.75mm. The target lesion was treated with direct placement of a 2.50x16mm and a 2.75x16mm promus premier¿ stents, resulting in 0% residual stenosis. Five days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, patient experienced a witnessed event of cardiac arrest while eating. Thirty minutes after the onset of the cardiac arrest, emergency medical services(ems) arrived and found the patient to be in asystole. An ultrasound showed no cardiac activity. The patient received epinephrine and bicarbonate and was intubated successfully; the advanced cardiac life support (acls) protocol was followed. There was no report of aspiration, and the patient did not return to spontaneous circulation. On the same day, the patient died. Autopsy was not performed and a death certificate was not available.